Manufacturer narrative:
No patient harm occurred; however, the event required immediate intervention to maintain adequate ventilation. The device was not returned for investigation, preventing further analysis of the cause.

Event description:
When changing the co2 absorbent, it becomes difficult to seal. Results in a circuit leak. Very dangerous to patient. Flow sensors o2 rings fell out of machine along with the absorbent containers, causing crna to manually ventilate the patient until the anes. Tech was able to put part back in.